Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that insulin pump had pieces broke off and the reservoir was able to lock in place when inserted into pump but was loose . Customer also states the drive support cap was sticking out, the customer¿s blood glucose level was 93 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.